Event description:
It was reported that during a procedure on (B)(6) 2025 (related manufacturer reference number: 1627487-2025-00666) the physician was unable to explanted the entire lead as it fractured. As such, a portion of the lead remains implanted. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report of ¿lead fragment left implanted¿ was confirmed. Analysis of the returned lead found that the stimulation end contacts were missing/pulled off. Analysis and review of the event details found that the missing contacts were not able to be explanted at the same time the other components were explanted. The solution was that the remaining lead segment (stimulation end contacts) would be removed at a later date. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Corrected data: health effect - impact code.